Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working intermittently during setup as it did not hold touchscreen calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the touchscreen was not working intermittently during setup as it did not hold touchscreen calibration. An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp confirmed the reported issue, replaced the touchscreen, and performed touchscreen calibration, and verified that the touchscreen was responsive to touch and working properly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.